Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal both broken. Chipped top case corners, cracked bottom case. The reported issue was duplicated, found "force sensor bridge test" at power up. Force values were 0=0.08lb, 5= 0.49lb, 15= 1.34lb. Cannot recalibrate, force value was below minimum. The cause of the reported issue was due to the force sensor and plunger cable no longer operate properly due to normal wear, they're 7 years old. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. The root cause of the bridge test alert/force sensor error is due to the plunger cable and force sensor not operating as intended as a result of customer use.

Event description:
It was reported that the pump's bridge test alert/force sensor error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.